Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, displayed increasing charge time measurements, ultimately declaring elective replacement indicator (eri) with a charge time measurement of 22 seconds and a monitoring voltage of 2.56 v. Technical services discussed device replacement, however, the patient's physician reported that due to the patient's advanced age and condition, considered leaving the device implanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that this device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The hospital reportedly sends all explanted products to pathology after explantation. It was unknown if the facility would return the device for reliability analysis.

Event description:
The device was later returned to allow for reliability analysis.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.